Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pinnacle sector ii cup 56mm 121722056; pinn can bone screw 6.5mmx35mm 121735500; delta cer head 12/14 36mm +8.5 136536330; unknown femoral stem.

Event description:
(B)(6). Clinical adverse event received for acetabular component loosening, failure to ingrow. Event is serious. Event is related to both device and procedure. Doi: (B)(6) 2016; doe: (B)(6) 2018; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.